Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure the stylet would not advance all the way to the tip of the atrial lead both in vivo and on the table. The lead was removed and the physician requested a new lead instead. No patient complications have been reported as a result of this event.